Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Customer did not require third party assistance. Technical support assisted with pump reset and malfunction code did not recur and customer was advised to continue using pump and to call back if malfunction returned.